Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units, there was 1 tube that had the stopper pop off. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received six samples for investigation. These returned samples were visually inspected and no visible defects were found. A functional test was performed on these samples, all of which were within specification limits with no issues observed with the stopper function. Additionally, 100 retained samples were inspected and no visible defects were found. A functional test was performed on 10 retained samples, all of which were also within specification limits with no issues observed with the stopper function. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units, there was 1 tube that had the stopper pop off. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.